Event description:
A surgeon reported that the vitrectomy probes were not cutting the vitreous properly during a left eye vitrectomy procedure. Upon follow up, it was informed that the cutting and the aspiration of the probes were not functioning well. The probes were exchanged multiple times to complete the surgery. The procedure was completed without harm to the patient. Service was requested and performed. No additional information is expected for this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).